Event description:
Customer reported a presumed falsely elevated patient blood lead test result using leadcare ii. Customer reported receiving 1 presumed falsely elevated patient blood lead test result using a secondary collection device. Technical services (ts) requested patient blood lead test result values, test kit lot number, leadcare ii analyzer information and secondary collection device information. Customer reported retesting the patient blood sample using only the leadcare ii blood lead test kit supplies and received a "normal" blood lead test result. Customer declined answering additional ts questions and troubleshooting measures. Customer reported they are satisfied with assistance provided by ts.